Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing record review was not performed since the serial number was not provided. A search of complaints could not be performed since the serial number was not provided. Manufacturing process controls: in manufacturing the operators conduct a cosmetic inspection of any defects on lens like scratches, chipped edge, dimples, embedded particles, loose particles, etc. Are rejected. Optical measurement at final inspection and tray labeling. The lenses are 100% measured for diopter power, resolution, and contrast. Lenses are inspected one at a time and loaded into a lens case immediately after finishing the inspection. A lens case label with a unique serial number is attached to the lens case maintaining diopter result traceability. Based on the evaluation performed there is no indication of a product malfunction or product quality deficiency. No nonconformity report, or escalation is required. These types of complaints will continue to be monitored conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon was suspecting an acrylic shaving was stuck on tecnis monofocal intraocular lenses (model zcb00) after insertion in the patient¿s operative eye. Surgeon reportedly had two cases on the same day with the weird strand on the lens optic. Reportedly in one case the surgeon removed the strand with irrigation and aspiration, and in the other case the strand curled in the bag behind the lens. Additional information was received it was learnt that the doctor apparently used a monarch inserter which is not the recommended inserter for this model lens, and there was speculation that the tip of the monarch might have scraped the optic and created the strand. However, this was not confirmed. This report will capture information for one zcb00 lens. Another report is being submitted for another zcb00 lens. No further information provided.